Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device was returned to the manufacturer for evaluation and the customer's complaint could not be duplicated or confirmed. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's machine flow sensor was replaced to address the issue. In addition of the above evaluation, the device¿s blower assembly, blower chassis, blower bellow, blower mounts, blower cap, muffler, dual limb cup, outlet side panel, inlet side panel, main housing, tubing blower chassis, tubing fio2, tubing-low flow o2 and tubing system board needs to be replaced due to the contamination, which was not related to the malfunction/issue.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Device not return.